Event description:
It was reported that this lead was implanted in the left bundle branch (lbb) area with in-range measurements. In the post operative follow-up the next day of the implant, the lead was found stuck in the tissue and not in the lbb, and it was not working properly. A lead revision was performed immediately and the lead helix was confirmed to be deformed. The lead was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodged or dislocated and electrode end damaged/defective.

Event description:
It was reported that this lead was implanted in the left bundle branch (lbb) area with in-range measurements, which is outside of the recommended use in the product instructions for use. In the post operative follow-up the next day of the implant, the lead was found stuck in the tissue and not in the lbb, and it was not working properly. A lead revision was performed immediately and the lead helix was confirmed to be deformed. The lead was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. The lead was returned for analysis.